Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
Additional investigation: no run data file analysis or service was requested for this incident as the failure mode is exclusive to handling of the needle during or after the procedure. No relevant information to the investigation and root cause analysis would be identified by reviewing the run data file or servicing the machine based on the failure mode reported. Terumo bct customer support stressed proper retraction techniques and provided the customer a link to a training video for help.

Event description:
The customer provided the operators ID and outcome. There was no medical intervention required as a result of this event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to:- improper technique in retracting the needle into the needle guard.- defective needle guard.

Event description:
The customer declined to provide patient (operator) identifier and outcome.

Manufacturer narrative:
Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported a needle stick injury that occurred after a collection procedure. Per the customer, the needle stick occured on the operator with a contaminated needle due to the needle not retracting properly into the needle protector. It is unknown at this time if medical intervention was required for this event. Donor unit #: (B)(6). Patient (operator) information is not available at this time. The trima collection set is not available for return because it was discarded by the customer.